Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation. .

Event description:
It was reported that during an unspecified da vinci-assisted procedure, the harmonic ace instrument blade broke immediately upon its initial application to soft tissue. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the blade fractured and detached, falling inside the patient¿s body, and it was retrieved during the same procedure. The surgery was completed using a backup harmonic ace instrument.